Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer also reported that he was unable to remove the battery cap. The customer's blood glucose was 445 mg/dl at the time of incident. The customer stated that he treated his high blood glucose with manual injections. The insulin pump will not be returned for analysis. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump if the battery is low and revert to back-up plan. The customer was advised to monitor the insulin pump closely if they continue to use of the insulin pump. The insulin pump will be returned for analysis.